Manufacturer narrative:
Date of event - estimated as it was further reported that the identification of this leak occurred sometime in (B)(6) 2023.

Event description:
It was reported that a closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. Follow-up transesophageal echocardiography (tee) on an unknown date showed a large leak with flow through the struts. The closure device appeared to be positioned sideways. A future computed tomography (CT) is planned to decide on future actions and the patient is to remain on blood thinners as the closure device was stable.